Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving marcaine (7-7.5 mg/ml at 2.6 mg/day) via an implantable infusion pump. It was reported that the patient felt like the pump was protruding. The pump pocket was made deeper and the pump was secured. It was noted that the catheter was aspirated successfully and re-primed. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The patient was alive with no injury and the issue was reported to be resolved. No further complications have been reported as a result of this event.